Event description:
The caller stated that the customer was hospitalized for high blood glucose of 380 mg/dl. The customer's blood glucose at the time of the phone call was 532 mg/dl. The customer is on insulin drip and they are using the insulin pump for basal rates. The customer had dry heaving and was vomiting, had ketones in the urine, was thirsty, and had mild diabetic ketoacidosis. The caller stated that the infusion set was inserted manually and was not aware that they needed to pinch up the skin when inserting manually. The cannula was not bent. The customer was still in the hospital. The drive support cap was recessed. All of the settings were correct. There were several low reservoir alarms in the history of the device. No air was found in the tubing. No leak found in reservoir and insulin did exit the tubing during manual prime. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.